Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. During processing of this incident, attempts were made to obtain complete event, patient and device information.

Event description:
Related manufacturer reference number: 1627487-2019-13302. It was reported that the patient was experiencing ineffective stimulation. As a result, surgical intervention took place wherein the system was explanted and replaced. Postoperatively, the patient is reportedly receiving effective therapy.

Manufacturer narrative:
Reporter name, address, city, and state have been obtained. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.